Event description:
The pt was implanted with a left ventricular assist device. The bio-medical engineer reported that the pt arrived in the emergency department after passing out at home and not being able to breathe well or move much. The log file was reviewed and appeared to show no adverse events recorded during the 2 day length of the event log.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.